Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122824.

Event description:
It was reported patient was experiencing ineffective therapy and x-ray confirmed that one of the leads had migrated. As such surgical intervention may be pending to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which both leads were explanted and replaced.